Event description:
Customer reported unexpected positive reactions with gammaclone anti-d (monoclonal blend), lot dmb62-4: 1+ reactivity at immediate spin and 2+ reactivity at the ahg phase when testing a previously typed rh negative donor. Testing was done by tube method.

Manufacturer narrative:
Repeat testing with another vial of the same lot of anti-d resulted in negative reactions. The initial testing was performed when the vial was almost empty. Retention anti-d, lot dmb62-4 was tested with in-house donor samples of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. Customer sent sample for investigation testing. Sample was tested with retention anti-d, lot dmb62-4, and was nonreactive in all phases of testing. The customer did not return product for investigation.